Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical rest while attempting to interrogate the device. The icm was unable to be interrogated. The device was implanted greater than three years and the battery was depleted. The device remains in the patient. No patient complications have been reported as a result of this event.